Event description:
It was reported that the ilet user's blood glucose dropped after an accidental duplicate lunch announcement was entered, which resulted in an insulin dosing error. The caregiver corrected the low and then activated limited access mode on the pump. Symptoms included hypoglycemia with a nadir of 39 mg/dl and hot flashes/ flushes. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the caregiver and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an accidental meal announcements, with involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.